Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta) procedure, the aviator plus 4.0 x 20 mm balloon catheter ruptured at around nominal pressure during the first dilation of the superficial femoral artery (sfa) target lesion. The physician also reported encountering some tracking difficulty while accessing the target lesion with the balloon catheter. The catheter was removed from the pt without any reported difficulty. Another balloon catheter, an abbott fox of the same size was used to complete the procedure successfully. The pt is reported to be in stable condition. There was no reported pt injury. The access site for the procedure was contralateral using a 6 fr. Medikit parent catheter sheath introducer (csi). A medtronic everest inflation device was used for the procedure. The sfa target lesion was reported to be: heavily calcified, not tortuous, and a 99% stenosis. The guidewire used for the procedure was a st jude medical cruise guidewire.

Manufacturer narrative:
There was no add'l pt info available. There was no reported difficulty removing the product from the packaging. No damage or kinks were observed upon inspection prior to use. The product was prepped properly according to the instructions for use (IFU). There was no info provided regarding contrast or the contrast to saline ration used. There was no reported difficulty or resistance/friction reported during advancement through the guiding catheter. The balloon inflated, deflated, and re-wrapped normally. The product was removed intact from the pt. No add'l info was available. The product was returned for eval and testing; however, the engineering eval is not complete. Add'l info will be submitted within 30 days upon receipt.